Event description:
A physician reported that when he performed a systems diagnostics test on a pt, he received a flag on the screen that the generator was reset to factory settings with the output current set to 0.0ma. The company representative noticed that a generator diagnostic test was also performed on this day. The physician reported that he reprogrammed the pt's settings to the parameters prior to the diagnostic test. However, it was not confirmed that the pulse width was corrected as well. The pt returned to the clinic later in the day complaining of neck discomfort, so the physician lowered the output current from 2.5ma to 2.0ma, and the pulse width was confirmed to be reprogrammed to 250usec at this time. The pt stopped complaining of the pain after the output current was lowered, but it may have also been attributed to the change in pulse width. No causal or contributory medication changes preceded the onset of the painful stimulation, and no pt manipulation or trauma occurred that is believed to have caused/contributed to painful stimulation.